Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the trocar gasket on two of the trocars tore. Both trocars were replaced to finish the case. There was no consequence to the pt.